Manufacturer narrative:
The customer's product was requested for investigation, but it was not possible to send the material. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore; the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin. However; those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number up01516303 compared to a laboratory result using the semi-automated - coag 1000 wama instrument with soluplastin reagent. The laboratory result was 3.03 inr at 10:26. The meter result was 6.6 inr at 12:06. The meter result was 6.5 inr at 12:31. The meter result was 6.6 inr at 13:48. The expiration date for strip lot 52818121 is (B)(6) 2022. It is unknown which strip lot was used. The patient's therapeutic range was requested but not provided.